Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in pt's left eye on (B)(6) 2011. The lens was explanted on (B)(6) 2011 due to low vault. Cloudiness was noted in pt's crystalline lens. However, it gradually disappeared when icl was removed. No other lens was implanted. Pt's last visit on (B)(6) 2012 bcva was 20/13. See MFR#2023826-2012-00182 for right eye.

Manufacturer narrative:
(B)(4).